Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. A replacement battery pack was issued to the third party service center to address this issue. (B)(4)

Event description:
It was reported to resmed an astral device had a battery failure. There was no patient harm or serious injury reported as a result of this incident.